Event description:
It was reported that this insertable cardiac monitor (icm) has reached the end of service status after 2 years of being implanted. It was suggested to have the patient reach out to the clinic for next steps. The icm remains in service and no adverse patient effects were reported. The icm was explanted. No new device was implanted. The original icm is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) has reached the end of service status after 2 years of being implanted. It was suggested to have the patient reach out to the clinic for next steps. The icm remains in service and no adverse patient effects were reported.